Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and this was a gradual rise in impedance measurements. The patient was checked in person. The shock lead impedance upper limit was reprogrammed from 125 ohms to 150 ohms. This lead remains in service. No adverse patient effects were reported. The patient will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and this was a gradual rise in impedance measurements. The patient was checked in person. The shock lead impedance upper limit was reprogrammed from 125 ohms to 150 ohms. This lead remains in service. No adverse patient effects were reported. The patient will continue to be monitored. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements greater than 150 ohms. Technical services (ts) reviewed troubleshooting options and recommended commanded shocks. This rv lead remains in service. No adverse patient effects were reported, and no interventions have been performed at this time. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. Full energy shocks were performed, and in-range shock impedance measurements were attained. This rv lead remains in service, and will continue to be monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and this was a gradual rise in impedance measurements. The patient was checked in person. The shock lead impedance upper limit was reprogrammed from 125 ohms to 150 ohms. This lead remains in service. No adverse patient effects were reported. The patient will continue to be monitored. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements greater than 150 ohms. Technical services (ts) reviewed troubleshooting options and recommended commanded shocks. This rv lead remains in service. No adverse patient effects were reported, and no interventions have been performed at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and this was a gradual rise in impedance measurements. The patient was checked in person. The shock lead impedance upper limit was reprogrammed from 125 ohms to 150 ohms. This lead remains in service. No adverse patient effects were reported. The patient will continue to be monitored. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements greater than 150 ohms. Technical services (ts) reviewed troubleshooting options and recommended commanded shocks. This rv lead remains in service. No adverse patient effects were reported, and no interventions have been performed at this time. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. Full energy shocks were performed, and in-range shock impedance measurements were attained. This rv lead remains in service, and will continue to be monitored at this time. No additional adverse patient effects were reported. Additional information received reported that this rv defibrillation lead exhibited hgih out-of-range shock impedance measurements greater than 125 ohms and as high as 165 ohms. Technical services (ts) discussed next steps, such as additional commanded shocks or possible lead revision. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and this was a gradual rise in impedance measurements. The patient was scheduled for evaluation. This lead remains in service. No adverse patient effects were reported.